Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.

Event description:
The following information was received from the field: during a ptca procedure and after stent implantation the balloon ruptured at 12 atms. The lesion was located at the mid-lad. The lesion was not pre-dilated as per the physician "it was a simple case". Calcification and tortuosity was reported as none and the pre-procedure stenosis is unk. A dissection did not occur. The entire system was successfully retrieved and the patient is in stable condition. The product was clinically used and will be returned for analysis.